Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the farawave pulsed field ablation catheter was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field. The catheter was returned with an unraveled guidewire still stuck inside. Dissection of the guidewire lumen revealed some tissue and dried blood on the tip of the guidewire, likely causing the guidewire to become stuck.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the non-boston scientific guidewire became stuck in the catheter. During use the guidewire became lodged in the catheter's guidewire luman and could not be removed. The catheter and guidewire were replaced, and the procedure was completed with no patient complications. The catheter was received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the non-boston scientific guidewire became stuck in the catheter. During use the guidewire became lodged in the catheter's guidewire luman and could not be removed. The catheter and guidewire were replaced, and the procedure was completed with no patient complications. The catheter is expected to be returned for analysis.